Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
During index procedure, the physician used an evercross pta balloon catheter for treatment of a lesion in the left sfa with 100% stenosis. Approximately 7 months later the patient experienced recurrence of claudication. A duplex ultrasound showed target lesion restenosis. The patient underwent successful revascularization approximately 5 weeks later with drug eluting balloon. It is reported that the event is related to the study device and study procedure.